Manufacturer narrative:
The returned radical-7 was evaluated. The device passed visual inspection and was able obtain measurements and remained powered on during testing. No power issues were identified. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The customer reported the radical-7 "periodically shuts down." There was no patient impact or consequence reported.